Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21272. It was reported that one of the patient's leads had eroded through the skin. As a result, the lead and extension were explanted and replaced on (B)(6) 2020. Surgical intervention resolved the issue.